Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.